Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/31/2011 and 06/06/2011 by phone, fax, and mail. Additional information was received on 06/06/2011 by phone. A completed questionnaire is not expected to be returned. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery , he has blurry "reduced" vision, has trouble seeing at night, and cannot see road signs at night which has made driving dangerous. In a follow-up, the surgeon reported that the last postoperative visit showed a "completely normal eye exam". The surgeon does not blame the lens for the consumer's issues, as no lens defects or malfunctions were noted: the surgery was "a routine case with no complications" and the consumer is doing very well postoperatively.